Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Manufacturing date is unavailable.

Event description:
Related manufacturer reference number: 2017865-2020-08102. It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that the patient's atrial lead was over-sensing noise, triggering inappropriate mode switches. It was also found that the patient's right ventricular lead exhibited over-sensing. Programming changes were made. The patient was stable.